Event description:
It was reported the devices were used during a kidney transplant. It was reported the clips were scissoring on almost every firing. The case was completed with suture after multiple attempts with devices.